Event description:
Patient approximately 18 months status post l3-s1 rod and screw construct was returned to operating room for revision for adjacent level disease. The l5-s1 construct was left intact. Screws and rods were removed from l3 and l4. The surgeon extended the construct with new rods and screws from l4-l2 to achieve fusion on the adjacent level disease. This is the second of ten reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.